Manufacturer narrative:
Additional narrative: patient identifier: 12119103. Complainant part is not expected to be returned for manufacturer review/investigation. Part: (B)(4). Lot: 2l45356 manufacturing site: bettlach release to warehouse date: (B)(6) 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Narrative functional issue couldn't be verified from the provided pictures. Furthermore, for a further examination it is necessary for us to receive the part back. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a procedure the placement of the guide sleeve on the lateral cortex was difficult. When the blade was driven in, the impact instrument of the helix blade did not drive forward properly. The impactor jammed. When trying to move the guide sleeve over the thread, it could no longer be moved in any direction. The complete construct (with all components of the insertion guide, trocar with compression nut, helix blade impactor) could hardly be moved and jammed. The helix blade could therefore not be placed properly in the femoral neck and came to rest with an overhang on the lateral cortex. The construct consisting of the guide sleeve and the aiming arm could no longer be loosened. The impact instrument could be removed from the trocar after loosening the connecting screw of the helix blade. There as a surgical delay of fifteen (15) minutes. This report involves one (1) blade/screw guide sleeve. This is report 2 of 2 for (B)(4).

Event description:
This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part: 03.037.017. Lot: 2l45356. Manufacturing site: bettlach. Release to warehouse date: january 15, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the guide sleeve yell was received at us customer quality (cq). The received photo was also reviewed. Visual inspection of the complaint device showed scratches and dents on the surface and at the distal tip. The distal tip appeared bent and the the external thread was stripped. Functional test: no functional assessment was perform due to post manufacturing damage of the device. Dimensional inspection: measured dimension. Shaft od: conform. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as surface scratches were observed on the returned device. The tip of the device was bent and the stripped thread could impact its functionality. However, the device was not broken into two or pieces or jammed. No root cause could definitively be determined for the reported complaint condition. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5 .